Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis and thrombosis occurred. In (B)(6) 2014, a 2.50x16mm promus premier drug eluting stent was implanted in the proximal right coronary artery (rca). In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, the index procedure was performed. There was 100% in-stent restenosis (isr) within the previously implanted stent in the bifurcated proximal rca. The lesion was 28mm long with a reference vessel diameter of 3.0mm. Thrombus was present pre-procedure. The lesion was treated with pre-dilatation and placement of a 3.00x32mm promus premier drug-eluting stent. Post-dilatation was performed with 0% residual stenosis and thrombus was no longer present post-procedure. The patient had a non-target lesion located in the acute marginal and was treated during the index procedure. One day post procedure, the patient was discharged on aspirin and ticagrelor.